Event description:
The manufacturer received information alleging difficulty in breathing/shortness of breath related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to a CPAP device's sound abatement foam. The manufacturer received information about alleged difficulty in breathing/shortness of breath. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, the manufacturer using a known good power supply and power cord and observed the following from an investigation. They observed dust/dirt contamination inconsistent with degraded sound abatement foam was observed throughout device enclosure and airpath, suggesting a source external to the device, a fine white contamination in the blower box of the device, suggesting a source external to the device, evidence of water ingress on blower and blower box, suggesting the use of non-distilled water in the humidifier water chamber. The manufacturer used a fitt (foam integrity test tool) was not able to confirm the presence of degraded sound abatement foam. Evidence of sound abatement foam degradation/breakdown was not observed. The manufacturer unable to directly address the symptoms outlined in the complaint and sound abatement foam degradation/breakdown was not observed . The manufacturer can confirm the presence of contamination in the airpath. In this report, section h6 has been updated.